Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was 276 mg/dl. The customer removed the sensor prior to reporting the issue to tandem technical support. The customer indicated that tandem technical support would be contacted if the issue was not resolved after starting a new cgm session. The customer did not contact tandem technical support.